Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that error 495 occurred, during a water thermal vapor therapy procedure, immediately after the device was inserted into the patient. There were no clinical consequences to the patient however the procedure was aborted due to this event.

Event description:
It was reported that error 495 occurred, during a water thermal vapor therapy procedure, immediately after the device was inserted into the patient. There were no clinical consequences to the patient however the procedure was aborted due to this event.

Manufacturer narrative:
Corrected information provided in: b1 adverse event/product problem, b2 outcome attributed to adverse event, g1 manufacturer site facility name, g1 manufacturer site address 1, g1 manufacturer site city, g1 manufacturer site state, g1 manufacturer site zip/postal code, g1 manufacturer site phone. Investigation summary: with the available information boston scientific concluded that the reported error message received was confirmed as the error message was received when analyzed. It is probable that the error message, relating to power supply failed self test on startup, was due to an electrical overstress with the circuits in the bovie power supply. Replacing the power supply resolved the issue. Analysis also found the generator was received with minor plastic enclosure damage. It is probable that the damage to the enclosure parts was due to normal usage wear. Device technical analysis: the generator and parts were returned for analysis. During analysis, the error code was replicated and determined to be caused by a faulty bovie power supply. Replacing the power supply resolved the issue. The generator was also received with minor plastic enclosure damage. The damaged parts were replaced. The generator passed full functional and electrical safety testing. Labeling review: based on the information provided, there was no evidence that the generator was used in a manner inconsistent with the labeling as per the rezum generator instructions for use (IFU). Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.